Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: d8, h2, h3, h4, h6, h11. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had image noise and a dark area. The issue occurred during maintenance. There were no reports of patient involvement.